Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with the blade scratched. The clamp function as intended, opened and closed properly. However, the instrument was tested with a gen04 and found to function properly. Blade damage is caused by contacting an active blade with other surgical devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged.

Event description:
It was reported that during an open whipple procedure, they could not close the jaws all the way on tissue mid way through the procedure; an error code 5 was displayed. They completed the procedure with another like device. There was no patient consequence reported.